Event description:
The user facility reported that their amsco 7053hp washer/disinfector was leaking water onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 7053hp washer/disinfector and found the adaptor for the water inlet piping to the thermal rinse tank was damaged and resulted in the reported event. To resolve the issue the technician replaced the adaptor, ran a test cycle, confirmed the unit to be operating according to specification and returned the unit to service. No additional issues have been reported.